Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. No alarm was noted for a loose drive support disk. The insulin pump was received with a cracked reservoir tube lip, a broken belt clip slot and minor scratches on the display window.

Event description:
It was reported that the customer received a compromised force sensor system alarm. Customer's blood glucose level at the time 103 mg/dl. Troubleshooting occured. Advised insulin pump would be replaced. No additional information was provided.